Event description:
It was reported that the stenoscop system would not initialize on the first attempt of the day creating delay. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested an found to be working as intended and placed back into service.